Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The 2.5 x 20 mm nc trek balloon catheter was advanced, but could not cross the lesion, and the shaft separated. It is unknown what device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.